Event description:
It was reported the quantum 2 system began alarming intra-operatively. In order to complete the procedure, the physician was required to retrieve a competitors device. No patient injuries or complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight, and gender were not available.